Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced damaged tubing. The following information was provided by the initial reporter: IV tubing broken and leaking at hub site.

Manufacturer narrative:
Date of birth: only the patient's age was provided therefore a default date of birth has been listed. FDA notified: the initial reporter also notified the FDA via medwatch #: (B)(4) a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Date of birth: only the patient's age was provided therefore a default date of birth has been listed. FDA notified: the initial reporter also notified the FDA via medwatch #: (B)(4) a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced damaged tubing. The following information was provided by the initial reporter: IV tubing broken and leaking at hub site.

Manufacturer narrative:
H.6. Investigation: a complaint of tubing cracking and leaking at the hub was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mv0400 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced damaged tubing. The following information was provided by the initial reporter: IV tubing broken and leaking at hub site.